Manufacturer narrative:
During processing of this incident, attempt was made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy due to high impedance. As such, the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post operatively.